Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that there son experienced high blood glucose level of 444 mg/dl. Customer stated that the insulin pump had blank display. Customer stated that the contacts on the battery cap were missing. Customer stated that the her son did not noticed that the pump was off and the battery was dead. The insulin pump will not be returned for analysis.